Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. No kinks or damages were identified with the shaft polymer extrusion. A visual examination of the balloon identified no damages. Microscopic analysis revealed that no issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified a tear in the balloon material. The tear was located just proximal to the proximal markerband and measured approximately 1mm in length. No issues were observed along the balloon material which could potentially have contributed to the tear. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal markerband identified no damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leak out through the tear in the balloon.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, after pre-balloon 2.5mm inflation, wolverine 3-10 was inserted over the guide extension. It inflated after reaching the lesion without resistance, but it did not inflate, and it was determined to be a rupture. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, after pre-balloon 2.5mm inflation, wolverine 3-10 was inserted over the guide extension. It inflated after reaching the lesion without resistance, but it did not inflate, and it was determined to be a rupture. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.